Manufacturer narrative:
During log analysis, the system log does not cover the time the arterial pump stopped. The pump log shows on (B)(6) 2017 the pump was started at 09:54:11 am. At 02:59:50 pm the pump stopped with no indication of why it stopped. This is not unusual when "service pump" is displayed on the pump local display. During laboratory analysis, the product surveillance technician (pst) found the roller pump functioned normally throughout evaluation with no stopping or ¿service pump¿ message. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The field service representative (fsr) checked pump operation along with the pump cable, network interface card (nic) printed circuit board, connections and modules on the pump side. However, he could not duplicate the pump stoppage. The unit was returned to manufacturer for further testing and evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump stopped working. The customer restarted the unit and finished the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: about 30 minutes into cpb, the certified clinical perfusionist (ccp) was reaching over to adjust his heater-cooler device and he noticed the arterial pump had stopped and a "service pump" message was posted. He stated the flow rate just before the stop, was about 4.5 l/min. He stated there was no audible tone indicating the pump stop. He reached down and touched the on/off button on the local display and he was able to re-start the arterial pump. The ccp estimates the pump was off for about 5-10 seconds. There were no other issues the remainder of the procedure. The ccp provided some additional information related to the devices used at the time of the stop. He sets the occlusion of the arterial roller pump with the fluid drop method that is described in the operators manual. The fluid drop is adjusted to 1 inch drop per minute. When the arterial pump stopped, a sucker pump was being used at a flow rate of about 500 ml/min and a pump was being used as an aortic root vent and the flow was about 100 ml/min. The temperature of the blood in the circuit, at the time, was about 34 degrees c. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.